Event description:
It was reported that the asymptomatic patient was presented to the operating room for a routine pulse generator changeout procedure. The pulse generator exhibited backup operation. The device was successfully explanted and replaced.

Manufacturer narrative:
.